Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Hospital retained.

Event description:
It was reported that the patient had a fall 6 months post op. Aseptic loosening and fibrous in-growth.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell and an other hip screw was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient had a fall 6 months post op. Aseptic loosening and fibrous in-growth.